Manufacturer narrative:
Foreign country: facility name truncated due to character limit: (B)(6). A customer from (B)(6), observed two patient samples that generated a negative for target 2 (e-gene) with the cobas sars-cov-2 test but a positive result for the e-gene with another lab developed rt-pcr test (from corman v. Et al). The customer than performed next gen sequencing and found a mutation within the e-gene. Such rare mutations is covered within the documentation of the cobas sars-cov-2. The result is valid and although there is a negative result for target 2, the overall result was sars-cov-2 positive and was reported out as positive as per the method sheet. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), observed two patient samples that generated a negative result for target 2 (e-gene) with the cobas sars-cov-2 test but a positive result for the e-gene with another lab developed rt-pcr test (from corman v. Et al). The customer than performed next gen sequencing and found a mutation within the e-gene. The customer uses their own collection media in the omni secondary tube, and it was documented that the customer has validated this media. No additional information regarding sample collection or preparation is available. Within the 3 runs, all controls were valid and the ic for the samples in question were robust. The cobas sars-cov-2 test method sheet states covers the results being observed due to mutations. Within the results section for the result observed (target 1 positive, target 2 negative) states that sars-cov-2 rna is detected but suggests 3 possible explanations for the target 2 negative including a mutation in the target 2, target region. Within the procedural limitation section includes a bullet that states: as with any molecular test, mutations within the target regions of cobas sars-cov-2 could affect primer and/or probe binding resulting in failure to detect the presence of virus. This mutation is known and occurs at a low frequency based on searches and monitoring of the database for gisaid (global initiative on sharing all influenza data). Such rare mutations are covered within the documentation of the cobas sars-cov-2 method sheet and are considered a limitation of the test due to design. The result is valid and although there is a negative result for target 2, the overall result was sars-cov-2 positive and was reported out as positive as per the method sheet.